Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion (dso) seal was detached, and the battery door latch was broken. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 9/2/2025. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the downstream occlusion (dso) seal was detached, and the battery door latch was broken" was confirmed through visual inspection. The dso seal was ripped and delaminated from a bubble forming in the center. Battery compartment rear hinge was broken off/missing and shows signs of fluid ingress reaching past the gaskets and causing mold. Further investigation found the battery door black gasket was ripped and missing a segment. The upstream occlusion (uso) seal was worn/dented. Motor odometer reading over the preventative replacement limit of six million rotations. Current reading 7,933,658. The rear and front housing showed signs of fluid ingress. Chassis showed signs of fluid ingress reaching past the gaskets causing rust and mold, absorbing through the bottom edge of the printed wiring assembly (pwa) board. Fluid ingress was also found on the latch/lock mechanism, flex sensor, and gears. Due to the high number of repairs and fluid ingress, the device was determined to be beyond economical repair (ber). There was no service history within last twelve months.